Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user could not lock the connector to the cartridge despite reinserting and performing a rewind; the issue resolved after switching to a different connector, and insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no interruption in therapy beyond the supply change process and no medical intervention. Investigation included guided troubleshooting and education by support, including verification of cartridge orientation and retry of the rewind procedure. Investigation of this case revealed a connector attachment failure that was resolved by replacing the connector, consistent with a faulty or incompatible disposable connector component. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the connector.